Manufacturer narrative:
Exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty getting the ipg to charge and to keep its charge. The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The patient was doing well postoperatively. The explanted device was not returned.